Event description:
The wife of an (B) (6) male patient contacted lifecor customer support to report that one of his battery packs fell out of the monitor. The wife stated that they placed the monitor in the pouch and it appeared to be working fine now. Support sent the patient a replacement monitor and battery pack.

Manufacturer narrative:
Device manufacture date: battery pack (B) (4); monitor (B) (4) - 02/2009. Device evaluation summary: device evaluations of battery pack (B) (4) and monitor (B) (4) have been completed. The reported problem was confirmed. The battery pack had a damaged locking tab and end cap. The battery pack was repaired. It was retested and restocked. The root cause of the damaged clip cannot be positively identified but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. The monitor was fully functional. It was retested and restocked. No adverse event resulted from the damaged battery pack. The patient received a replacement battery pack and monitor.